Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An elevated capture threshold was observed on the right ventricular (rv) lead. During a device upgrade procedure, the rv lead was capped and replaced. The patient's condition was stable.